Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error. The customer stated that they were able to clear an alarm and they were able to complete rewind of insulin pump. Customer stated that fill cannula was recorded in the daily history and self test of insulin pump was passed. Customer also stated that error table does not indicates the insulin pump error cleared insulin. No harm requiring medical intervention was reported. The device will not be returned for analysis.